Event description:
It was reported by the customer's mother that they had high blood glucose level over 400 mg/dl and upon inquiring further, it was discovered that he had been hospitalized on (B)(6) of 2014. Customer stated they had been throwing up and was treating with manual insulin injects. Customer advised to disconnect from pump. Advised customer to discontinue use of device and revert to back up plan. Nothing further reported.

Manufacturer narrative:
Insulin pump passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Insulin pump received with cracked case on display window corners and a minor scratch lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.